Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the severely tortuous and severely calcified brachial vein. A 6.0-4/4t/40 symmetry balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the fifth inflation at 14 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
For supplemental reports filed late due to the FDA system issue: this supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 5mm distal of the distal markerband. The rated burst pressure for this balloon is 15 atmospheres as per specification. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified brachial vein. A 6.0-4/4t/40 symmetry balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the fifth inflation at 14 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.